Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. According to the complainant, during procedure, when attempting to remove a polyp, the snare wire broke off. The physician used biopsy biceps to retrieve the piece of the snare wire. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf impact code f2301captures the reportable event of additional device required. Block h6: imdrf device code a0501captures the reportable event of snare loop detached.